Event description:
The customer reported having issues with prime/rewind, and the insulin pump alarmed. The blood glucose reading at time of call was 54mg/dl. Troubleshooting was performed, and the drive support was protruded. The customer stated that the device also alarmed motor error. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with motor error alarm and prime alarm during basic occlusion test due to loose drive support disk. The insulin pump received with a cracked case display window corner.